Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment procedure was performed when the issue happened. The procedure was delayed by less than 20 minutes and was completed after restarting the electrical cabinet. The field service engineer identified that a power outage had occurred at the hospital. Upon troubleshooting, it is found the relay in the electrical cabinet got stuck, stopping the system from restarting. The issue was resolved by manually restarting the electrical cabinet. After the electrical cabinet was manually restarted and the issue was resolved, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by restarting the electrical cabinet. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was completely turned off. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.